Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a missing segments issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day ''one week'' prior to contacting lfs in the ''evening.'' He stated that he manages his diabetes with metformin, r insulin and levemir and due to the alleged issue he continued taking his usual dose of diabetes medications. The patient claimed ''one hour'' after the alleged issue started he felt ''lightheaded with blurred vision.'' He denied receiving any form of medical treatment in response to his symptoms. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).